Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed an hl-390 upgrade, crack on the tank cover around the bolts, minor cracks on the enclosure surrounding the drain fitting and missing drain tube cap. Old-style components include, printed circuit board, enclosure, and drain fitting. Customer?s electrical issue was duplicated. Leak occurred at the bottom of the reservoir tank from cracked reservoir cover near bolt holes. The root cause of the electrical issue was determined. The corners of the tank cover were cracked near the screw holes. Over torquing of screws by the customer caused cracks in the cover. Actions taken to mitigate the reported issue: potentiometers on the printed circuit board did not adjust temperature therefore it could not be calibrated. UDI information is unknown. Report source is unknown.

Event description:
It was reported that leak at reservoir cover was experienced. No patient injury reported.